Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient was experiencing severe neck and back pain. The patient attributed the pain to the lifevest. The patient's doctor recommended the patient take tylenol as needed for the reported pain. The medical outcome of the patient's reported pain is unknown. There was no allegation that a device malfunction caused or contributed to the patient's reported pain.